Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the paramedics were called due to the patient having low blood glucose levels of 40 mg/dl while wearing the pod between 4 and 24 hours on the leg. As for treatment, the patient ate carbs as well as given glucose tablets.